Manufacturer narrative:
A. Select patient information cannot be included in the regulatory report due to regional privacy regulations. D. This is a system report; section d information references the main component of the system and was in use with the following device which cannot be excluded as a contributing factor to the adverse events: medtronic brand name: evolut fx dcs; product ID: d-evolutfx-2329; lot#: 0013259440; manufactured date: 2026-01-27; ubd: 27-jan-2028; UDI#: (B)(4); implant date: non-implantable; FDA site ID: 9612164 h6. The codes present in section h6. Correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, prior to the implant of this transcatheter aortic bioprosthetic valve (tav), while a balloon dilation was performed, transient wide qrs complexes were observed although the duration was not specified. The dcs and loaded tav were inserted into the patient¿s vasculature and advanced to the aortic annulus. When the tav reached a depth of 3mm on the non-coronary cusp, complete heart block (chb) presented. During the first deployment attempt, while waiting for the tav to seat into the annulus, a slight improvement was noted. The valve was recaptured into the dcs for an unknown reason. A minor adjustment was made upon the second deployment attempt, and the tav was fully released; however, the chb remained. It was noted the membranous septum measured approximately 3.5-4mm and the tav placement was within this range. Subsequently, a permanent pacemaker was implanted the same day. Of note, due to the conduction issue that presented during the balloon dilation, the valve implant team suggested the patient possibly had a fragile cardiac conduction system at baseline. No other patient complications were reported as a result of this event.